Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The site was not sending the raw digital intercommunication of medicine (dicom) images and the data was also compressed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site is unable to push exams from their scanner directly to their navigation system. An error message is received that states unable to forward image. Does not support syntax.1.2.840.10008.5.1.4.1.1.7/ 1.2.840.10008.1.2.4.91. There was no patient present when this issue was identified. Technical services (ts) provided information on syntax error message. 1.2.840.10008.5.1.4.1.1.7: multiframe single bit secondary capture image storage 1.2.840.10008.1.2.4.91: compress.